Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that when the unit was setup, it did not function properly. It was further reported that this was an out of box failure.